Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unspecified foreign material found in a 500 ml eva (ethylene vinyl acetate) tpn (total parental nutrition) bag. The foreign material was discovered before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between march 03, 2019 to march 05, 2019. The device was received for evaluation. A visual inspection was performed and a foreign matter of what appeared to be white particulate matter floating was observed inside the fluid pathway of the bag. A particulate analysis was performed where a particle of abs terpolymer was found. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.